Event description:
While preparing the screw hole, the distal tip of the tap broke off in the pedicle. The surgeon retrieved the broken piece. It was reported the patient had incredibly dense, sclerotic bone. This is report 2 of 2.

Manufacturer narrative:
The device did not return for evaluation. Photographs were not provided to confirm the event. The identifying lot number was not provided; therefore, a review of the device history record could not be conducted. The root cause could not be determined.